Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, it was not possible to insert the stylet into the lead. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.